Event description:
We have been experiencing ongoing issues with utilization of the nexus tko needless connector. These issues include not being able to get blood return when these connectors are in place, resulting in the need to open a closed system to obtain blood. There have been episodes of blood and chemotherapy spraying which is a concern to both patients and staff. There have been downstream occlusion alarms on our baxter pumps when these connectors are in place. These connectors also impede flow of free-flowing intravenous fluid in emergency situations. Our cancer center has since stopped utilizing this product due to the various concerns and risks to both staff and patient safety.